Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that it came completely apart and they became very incontinent, the patient stated that they were a back pain sufferer and they started having a lot of pain several months after the device was implanted and they thought it was their back but then something just didn't feel right. The patient mentioned they only had one lead that was working and they tried to keep it with that but it did not work and the patient became completely incontinent. The patient mentioned that they have had 4 implant placements since 2018. The patient didn't get insurance until march and that's when they started getting things done. The patient declined education as they were already familiar on how to use the handheld devices for the implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va351f0 implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.